Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was advised to use backup multiple daily injections (mdi) therapy and a replacement pump was arranged by technical support.